Event description:
During routine preventative maintenance, it was found that the latching mechanism preventing unintended disconnection of leads from pacemaker were broken. This allowed leads to be pulled straight out of unit. Normal operation requires a button to be depressed on the leads as a prerequisite to disconnection. It was noted disconnection of leads would result in cessation of life-supporting pacing function. It was also reported the atrial and ventricular connectors are broken. The device was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; output connector assembly was broken. Analysis also found the battery drawer wires were pinched, keypad and one knob were contaminated, encoder nuts were not torqued to specification. It is noted there was one stuck button detected (on/off) and one stuck button was recovered. (B)(4).